Manufacturer narrative:
Eval: device eval of monitor has been completed. The reported problem of a wrench code 100 could not be duplicated. However, a review of the downloaded data revealed multiple occurrences of "abnormal shutdown", "clock failure", "flash error detected", "flag recorder initialization failure", "crc data error", "memory test failure", and "failed crc" flags. The cause of the multiple fault flags was determined to be a defective u3 pld on the computer/analog printed circuit assembly within the monitor. The root cause of the u3 pld failure cannot be positively identified but is likely a random component failure . The monitor will be repaired. No adverse event resulted from the faulty monitor.

Event description:
A male pt contacted lifecor customer support to report that his monitor had displayed the wrench code 100 message that morning. The pt reports that after he saw the error message, the screen went blank and started up again, then seemed fine. Support asked him to remove and reinsert the battery pack to see if it would recur. The pt stated it took about 5 mins to get the message, so support waited on the phone with him. Ten mins elapsed and the error message did not reappear. Support explained that the wrench code is generated at power-up if the application firmware image is found to be corrupt. After the code 100 message is displayed the sys will automatically reset itself. If, during the successive start-up sequence, the firmware image is determined to be valid, normal monitoring operations will be resumed. The pt stated the monitor now appears to be working fine, and he will inform us if he gets the wrench code again. The pt continued to use the lifevest until he rec'd his ICD in 2006. No new occurrences of the wrench code 100 were reported.